Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd insulin¿ syringe there is medicine leaking while injecting the medication. It was reported ¿the syringe is leaking when the medicine is taken. While injecting the liquid, the user can push it hard because of the pressure. At the same time syringe makes high volume sound.¿ there was no report of injury or medical intervention

Manufacturer narrative:
Investigation results: sample evaluation: we have been provided with one reference sample. After performed the leakage test to the returned sample, no issue was found. We could not confirm the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2020 (april 19 - 21st, 2017). Syringes were assembled in machine, nº4220, in lot #7100070 (april 18 - 24th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrels lots #7100033, and #7089480 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7100038, #7089481, and #7083117 and no problems, defects or qn related to the reported issue were found. Root cause analysis: we conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Confirmation: the provided reference sample did not present the reported issue. We could not confirm the reported issue. CAPA determination: no - based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.